Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that an unexpected elevated architect ca 19-9xr result of 52.4 u/ml was generated for a patient. This result was higher than the patient's previous value. The same sample retested at 12.8 u/ml on the same architect analyzer and 16.9 u/ml on a different architect analyzer. No adverse impact to patient management was reported.

Manufacturer narrative:
No patient sample or product return was available for investigation. Review of ticket trending and lot search did not identify atypical complaint activity related to falsely elevated results. Accuracy testing was completed using retained kits of architect ca19-9xr reagent lot 35233m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performed per specification. There is no malfunction as the customer observed a falsely elevated result for a discreet patient sample and troubleshooting of the instrument appeared to resolve the issue. A review of labeling concluded that the issue is sufficiently addressed. No additional issues were identified.